Event description:
I rec'd at the (B)(6) a knee replacement with persona trabecular metal tibial plate knee replacement. I looked it up and found it was recalled, however, the (B)(6) doctors claim adjustments were made so the recall did not apply. The original surgery was done (B)(6) 2014 and a second surgery was required (B)(6) 2014 to correct severe infection. Now, I am a cripple in severe pain with constant swelling and internal bleeding. When I can walk, I must use a cane. The (B)(6) now says there is nothing more they can do for me. I am experiencing exactly the same adverse effects as in the original recall.